Event description:
Received info the pt has been playing with a wii game since (B)(6). She plays basketball, baseball and golf and is wondering if the increased activity is causing decreased stability, vision loss, speech concerns, headaches and a sore spot in the implant area. Pt reports no falls since christmas but at time she does hold her wii remote up against her chest area. She has checked the access review and the stimulator is turned on. Medtronic pt services refered the pt to her hcp and recommended she quit playing the wii until checking with her physician. Add'l info has been requested and if received a follow up report will be sent. Please refer to mf report # 3004209178201101332 for reference to the concomitant neurostimulator.

Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a MFR employee. Training is in place.